Manufacturer narrative:
Received one device. Complaint confirmed by turning on the pump and checking the alarm history. It is verified that the error is found in the history. The device is repaired by replacing the main board. Reset to standard configuration. The pump is calibrated and greased. The main cause of customer¿s complaint was the faulty main board. After replacement, the pump passed all the testing and is fully operational. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a background test failure error. There was no patient involvement.